Event description:
On (B)(6) 2009, the patient reported the check button on his insulin infusion device would not respond to presses. To troubleshoot, the patient was instructed to check his battery type and he confirmed he was using a rechargeable battery. He then inserted another rechargeable battery and the check button initially responded. He changed the battery type on his device to rechargeable. He then tried to prime his infusion set, but the check button would not respond. He said there is no obvious damage to the device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.